Event description:
It was reported that the implant caused more pain than it relieved (peripheral in the back and neck), never helped the pt, was difficult to use, and that she wanted the whole system out. It was reported that the pt had been reprogrammed but it did not help. The device was entirely removed on (B)(6) 2011 and the pt was recovering from the removal surgery. Additional info received reported that the pt recovered without sequela.

Manufacturer narrative:
Lead model # 3887, lot # implanted: unk explanted: unk. Evaluation results: analysis of mattrix receiver model 3272-51, serial # (B)(4), showed that the outer insulation was breached (cut) near the receiver on the #0-3 extension site. There breached depression sites on the outer insulation (#0 conductor 26.4 cm from the proximal end, #1 conductor 45.2 cm from the proximal end, #3 conductor 47.0 cm from the proximal end, and #5 conductor 24.9 cm from the proximal end). However there was good, stable output noted on all electrode pairs with acceptable continuity and no shorts seen. Electrode programming was noted as okay. When the receiver was allowed to run overnight (16 hours), output remained good. Analysis of lead model 3487a lot #l51120 showed no significant anomalies but all of the conductors were noted to be cut through. The continuity was acceptable and no shorts were seen between circuits. The boot was observed to be cut and torn. The outer insulation was had a breached melted spot (suspected cautery damage). Analysis of t-lock anchor model unk lot # unk showed no significant anomalies and showed scratches on the surface (suspected toll marks). Analysis of the lead model 3887 lot # unk showed no significant anomalies. The continuity was acceptable and no shorts were seen between circuits. The outer insulation was pinched and melted which was suspected cautery damage.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.